Event description:
It was reported that the lead exhibited a sensing anomaly. The lead was explanted and replaced. At explant, insulation defects were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead exhibited normal electrical characteristics. The proximal insulation was damaged at 9 cm from the connector pin. This defect was probably due to overheating of the material. The proximal insulation was partly melted in several other places. These insulation damages could have been caused by the physician using unipolar diathermia too close to the lead body.